Event description:
A report was received that the patient developed an infection after a back surgery. It was believed that the infection was related to the procedure and was not stimulator related. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-4316, lot #: 15187819, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.